Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
X-ray confirmed that the lead had migrated. As a result, surgical intervention occurred on (B)(6) 2020, wherein the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported. During the same surgery, the ipg was also explanted as documented in related manufacturer reference number 3006705815-2020-30396.